Manufacturer narrative:
A ge rep rep performed an on site investigation. The sram was replaced and the connectors were reseated during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported the system was not working. The fse noted the sram drive was not functional. When the occurs the system loses all functionally and cannot boot up. There is no report of injury or death associated with the event described in this complaint.